Manufacturer narrative:
No samples have been returned for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4)

Event description:
Adverse event(s): "capsule tear" (capsular bag tear, posterior); "unplanned anterior vitrectomy" (vitrectomy). Product problem(s): "no irrigation" (inability to irrigate); "system message" (device displays error message). The nurse reported that the irrigation would not come on during an unplanned anterior vitrectomy and a system message displayed on the unit. The system was rebooted five times. On the sixth reboot, the software was overridden and the vitrectomy procedure was completed without further incident. Additional info confirmed that a posterior capsule tear had occurred, but it was not related to an alcon product.